Manufacturer narrative:
The customer¿s report of a leak from the silicone tubing of the pump segment was confirmed. Visual inspection of the set noted a small at the top of the silicone segment near the upper fitment. There were no other anomalies observed. Functional and pressure testing confirmed leaking from a small hole at the top of the silicone segment near the upper fitment. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage was not identified.

Event description:
This product was received unexpectedly and upon investigation was found to have a leak. Although requested, no additional information was received.